Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion and a non-bsc support catheter was advanced, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the rated burst pressure, the balloon ruptured. Subsequently, pre-dilatation was performed with another 3mm x 40mm x 146cm coyote¿ es balloon catheter, a non-bsc stent was deployed and the procedure was completed. No patient complications nor injuries were reported.